Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was submerged in water. Customer reported going swimming while connected to the insulin pump. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.